Event description:
Unable to deflate catheter balloon to facilitate removal of foley catheter for scheduled removal in 2002. Inserted the day before transurethrally when pt in or for total abdominal hysterectomy. Fluid not aspirated through drainage funnel at any time during indwelling period. Not clamped during same. Normal saline used to inflate balloon. 1cc removed during deflation attempt. Bd 10ml luer lock syringe used when attempting deflation. Aspiration employed to attempt deflation. When that didn't work, vigorous and continuous aspiration used. After nurses and physician unable to aspirate normal saline from balloon, catheter was cut. Only drops of saline came out. Pt was taken to exam room where physician manipulated catheter and was eventually able to remove it.